Manufacturer narrative:
This will be filed as a serious injury summary report per FDA exemption approval number - e2015009. The devices were not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. The reported patient effect of mitral stenosis as listed in the mitraclip system electronic instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the limited information reviewed, a conclusive cause for the reported mitral stenosis could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported through transcatheter valve therapy (tvt) registry data that mitraclip devices may be related to 22 mitral stenosis events which are considered a serious injury. The relationship of the adverse events to the mitraclip device could not be determined based on the limited data received from the registry. Patients¿ mean age 76 years, ranging from 60 - 92 years. 45% patients were male, 55% patients were female. This will be filed by 7/31/2020 as a serious injury summary report per FDA exemption approval number - e2015009. No additional information was provided.